Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant, which confirmed the complainant's experience of seal component separation. Engineering observed that the shield, a clear plastic component of the seal, was damaged and part of the shield was torn. Based on the description of the event and the photo provided from the complainant, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: gynecology. Event description: during surgery the instrument drag from the trocar, see detached foto, suddenly fall out through the cannula and was found inside the abdomen. Additional information received from applied medical team member by email on 15nov2019: it is a 5 mm advanced fixation trocar. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed:gynecology. Event description: during surgery the instrument drag from the trocar, suddenly fall out through the cannula and was found inside the abdomen. Patient status: no patient injury.